Manufacturer narrative:
Follow-up #1: date of submission 12/03/2014. Device evaluation: the device has been returned and evaluated by product analysis on 11/15/2014 with the following findings: due to the damaged display screen, pump powered on with a blank display. Within three minutes the pump alarmed with an audible tone and vibration alert per normal operation. The battery cap was able to fully tighten and measured within specifications. There was a battery compartment crack observed below the grip pad. Pump reboot events were observed in the pump's black box on 9/15/2014. Investigation could not be completed due to the pump not being able to complete a 24 hour duration test. The display screen was cracked in multiple places.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that there was an intermittent power issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.